Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2014-23172. It was reported the patient was unable to establish communication between her ipg and external devices. It was also reported the patient has not charged her ipg in 6 months because the stimulation did not effectively alleviate her pain. The patient may undergo surgical intervention at a later date as the next course of action.